Manufacturer narrative:
One used list# mc330310, 14" (36 cm) ext set w/1.2 micron filter, microclave¿ was returned for evaluation. As received, some lipids solution residuals were observed, no additional damage or anomalies were found. The set was tested as per procedure and no leaks or anomalies were confirmed. Complaint of leak cannot be confirmed or replicated. A device history lot# review could not be conducted because no lot number(s) was/were identified.

Event description:
The complaint/event involved a 14" (36 cm) ext set w/1.2 micron filter, microclave® clear, clamp, rotating luer. A leak was reported from the port on the lipid tubing directly below light blue alcohol cap. The infusion line was stopped and the tubing was disconnected. Upon disconnecting the infusion line at the blue cap site prior to flushing, the nurse noticed the hub on the cap that connected to the patient (not on tubing, on dark blue bifurcated extension) did not lay flush. As such, if one were trying to scrub the hub there was an indent and it was not flat. There was no patient harm, but the patient did not receive the full dose of prescribed lipids.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.